Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap; however, the battery cap was unable to secure to the pump and the yellow o-ring was visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: a review of the black box did not indicate any unexplained reboots. The returned battery cap was intact with no evidence of physical damage and the battery cap contacts were within required specifications. The battery compartment was cracked and there was evidence of moisture corrosion found inside the battery compartment and on the underside of the battery cap. The battery cap was able to secure to the pump and maintained electrical connection. The battery cap was unscrewed a half turn and the pump lost power. The pump successfully completed rewind, load, and prime steps and a 24 hour exercise test with no power interruptions occurring. The pump casing was removed and no internal defects were found.